Event description:
Dr. (B)(6) was using the distractor pins when two pins broke off in the patient; one piece was retrieved and one piece is still in the patient. No MRI or surgery to remove is scheduled. Surgery was prolonged for one hour.

Manufacturer narrative:
Device will be forwarded to manufacturer for evaluation.